Manufacturer narrative:
H4: the lot was manufactured july 2022. H10: the device was received for evaluation. A visual inspection was performed which identified a disconnection between the tube and the drip chamber. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue during the manual assembly process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber of a continu-flo solution set had separated. This was identified during preparation of parenteral nutrition. There was no patient involvement. No additional information is available.